Event description:
Report received of inadvertent administration of an unspecified amount of d5w via the clave injection site of an extension set that was connected distally to an epidural line. The customer contact reported that the nurse intended to connect the d5w into an intravenous line. Though requested, the customer did not provide any info regarding the details of the tubing set up, length of infusion time before the incident was discovered, or the total amount of d5w that was infused via the epidural route. There was no reported pt harm. Reportedly, "the pt is doing fine, and is being discharged from the hosp". Though requested, no additional info was available.